Event description:
In 2009, the lay-user/pt contacted lifescan alleging that the one touch ultrasmart meter is giving an error 5 message. This complaint is being classified according to the documentation of the customer care advocate. A no response letter is being sent out to the pt. The reported issue began four days prior. It is not known if the pt was able to obtain her blood glucose reading on the subject meter or any other device after the issue began. Reportedly, one day after onset of the error 5 issue, the pt developed symptoms described as "sweaty and thirsty" and took less food/drink. The pt did not receive any medical intervention as was not tested on any other devices at the time of concern. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the error 5 was not resolved. This complaint is being reported because the pt claimed she had symptoms that can be suggestive of either hypoglycemia or hyperglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.